Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc) on presenting electrogram (egm). A clinic threshold testing was recommended as the automatic test is turned off due to known high pacing thresholds. The lv lead remains in service at this time. No adverse patient effects were reported.